Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a sensor error was received and it is difficult to hear the alerts and the beeps coming from the pump. The customer also indicated that she has low blood glucose in the morning and was recently at a high of 591 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was done for errors and customer was advised on insertion site techniques and taping technique. Customer indicated that they would have to call back at a later time. No further information was provided.